Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue (female connector) and the light blue (main body) of two ( 2) units of minicap extd life trans sets. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.